Event description:
It was reported that black particles were coming out of the wire collet. The particles were left on the sterile field. There was no mention of the particles getting into the surgical site, no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Add'l info will be submitted when the device is rec'd and evaluated. Please note that the reason for the serialization starting with (B)(4) to provide clarification following a chang e in stryker's electronic complaint systems.